Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) batteries were replaced on (B)(6) 2016 due to normal depletion. It was also confirmed that the patient was doing well post-replacement.

Event description:
The wife of the patient reported that they did not see an elective replacement indicator message, but checked the implantable neurostimulator (ins) using the patient programmer (pp) and saw the ins battery is getting low. This was seen on (B)(6) 2016 and it was stated that the ins battery was supposed to last 3 years and it has not quite been 3 years since the date of implant on (B)(6) 2013. However, the patient had increased their voltage which may have impacted the battery longevity. There were no patient symptoms reported. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.